Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft, an afx vela infrarenal, and two (2) ovation ix iliac limbs. This case is outside the indications of use (off -label) due the use of afx with ovation devices. Approximately three and a half (3.5) years post-initial procedure a possible type 3b endoleak was identified at a different hospital. The physician elected treat the patient with implant of a gore (non-endologix) stent. Patient status post-reintervention was not provided.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with afx2 bifurcated stent graft, an afx vela infrarenal, and an ovation ix iliac limb. This case is outside the indications of use (off -label) due the use of afx with ovation devices. Approximately three and a half (3.5) years post-initial procedure a possible type 3b endoleak was identified at a different hospital. The physician elected treat the patient with implant of a gore (non-endologix) stent. Patient status post-reintervention was not provided. Additional information: there was an aortic rupture that occurred with the type 3b endoleak that was not included in the initial report.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak, additional endovascular procedure and rupture are confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review; however, this is an off-label case due to concomitant use with products outside the IFU (ovation limbs placed in the afx2 bifurcated stent graft). It is unclear if this is the contributing factor for the type 3b endoleak and rupture. The final patient status was reported being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem has been updated. G3: date received by manufacturer has been updated. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.